Manufacturer narrative:
The manufacturer received information in relation to a dreamstation st30 unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
H3 other text : the device serviced by third party service center.

Event description:
The manufacturer received information related to a dream station st30. The device was returned to a third-party service center. During visual inspection of the device, corrosion was found on the power connector. This report is being submitted for the corrosion found on the power connector during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The third-party service center visually inspected the device. During evaluation, corrosion was found on the power connector. In addition, corrosion on metallic surfaces and dust/dirt inside the device were observed. This incident has been deemed reportable due to the corrosion found on the power connector and unit scrapped.